Event description:
A report was received that the a1059 mayfield modified skull clamp caused a patient injury. No other details or information was provided. Additional information was requested.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, h1, h2, h3, h4, h6, h11. Corrected field: g6 (follow-up MDR previously submitted on 11/1/2016 was incorrectly marked as follow-up #2). Additional information received from customer contact via phone on 31oct2016: the customer contact reports this was an operator error issue. The physicians did not want to report the event but because there was a laceration, she knew integra requires to be notified. She reports it was not a ¿bad¿ laceration. It was closed with a staple. She reported disposable, titanium, adult skull clamps were used. They were integra skull clamps. Integra completed its internal investigation 19oct2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: the device in question was not sent in for inspection nor was the lot# provided. Service history of suspected lot reviewed. Repair, general maintenance and cleaning performed in the past. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.

Manufacturer narrative:
Additional information received from customer contact via phone on 31oct2016: the customer contact reports this was an operator error issue. The physicians did not want to report the event but because there was a laceration, she knew integra requires to be notified. She reports it was not a ¿bad¿ laceration. It was closed with a staple. She reported disposable, titanium, adult skull clamps were used. They were integra skull clamps. Integra completed its internal investigation 19oct2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: the device in question was not sent in for inspection nor was the lot# provided. Service history of suspected lot reviewed. Repair, general maintenance and cleaning performed in the past. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.